Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed.  A manufacturing record evaluation was performed for the finished device 30199084l number, and no internal actions related to the complaint was found during the review. Manufacturer's reference #: (B)(4).

Event description:
It was reported that a (B)(6)-year-old male patient ((B)(6)) underwent a left sided atrial flutter (l-afl) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac arrest requiring cardiopulmonary resuscitation (CPR) and extracorporeal membrane oxygenation (ECMO). During the procedure right after ablating, there was a drop in the patient¿s blood pressure. Intracardiac echo (ice) was used to check for pericardial effusion; however, no effusion was confirmed. Patient¿s condition continued to decline, and the patient went into cardiac arrest. Cardiopulmonary resuscitation (CPR) was performed. Extracorporeal membrane oxygenation (ECMO) was used in the end to stabilize the patient. The patient was then moved to the intensive care unit (ICU) and was reported to be in stable condition. Extended hospitalization was required as a result of the event. The patient was still in the hospital a week later for follow up care for extracorporeal membrane oxygenation (ECMO). Patient¿s condition is improved. Physician¿s opinion regarding the cause of the adverse event is that it was procedure related. No biosense webster, inc. Product malfunctions were reported.